Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). The patient reported that it takes a longer amount of time to charge their battery than it used to. There were no environmental/external/patient factors that may have led to the issue. The rep confirmed that the patient had 8 coupling bars and the log showed that longer intervals of recharging were taking place. The rep advised the patient to recharger more frequently rather than waiting as long as they have been. It was unknown if the issue was resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.